Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano 2nd gen pen needle that there is no insulin flow when taking injection. The following information was provided by the initial reporter: stated, no insulin flow when taking injection.

Event description:
It was reported while using bd nano 2nd gen pen needle that there is no insulin flow when taking injection. The following information was provided by the initial reporter: stated, no insulin flow when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 31-may-2022 h6: investigation summary customer returned a single 4mm, 32 gauge nano pro pen needle from lot 1132267. The patient side of the pen needle was pent at its base at approximately a 45 degree angle, possibly due to forces applied during use. The pen needle was attached to a test pen. Saline was pushed through the test pen and out the distal tip of the cannula without issue. No clog found but pen needle was bent during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of bending during use. The root cause of the patient end of the cannula bending during use is most likely due to stresses placed across the length of the cannula during use. H3 other text : see h10